Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the asymptomatic patient presented for a post-implant check the day after the implant procedure on (B)(6) 2020. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. A chest x-ray revealed that the rv lead was pulled back. The lead was explanted and replaced since the insulation was breached while attempting to remove the tie downs. The patient was in stable condition.